Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Additionally, it was observed contamination within the pins, possibly due to the handling of the device. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections and communication errors within the analyzed period. Analysis of the event log file revealed a controller power up event on (B)(6) 2020. The data point prior to the loss of power revealed that no power source was connected to power port one (1) and a battery was connected to power port two (2) with 24% rsoc. The data point after the loss of power revealed that a battery was connected to power port one (1) and another battery was connected to power port two (2). The controller was without power for 13 seconds. No anomalies were noted leading up to the loss of power. One (1) associated power source had been lubricated prior to release. There is no evidence that the lubrication servicing was performed on the rest of the associated device s. As a result, the reported power switching and loss of power events were confirmed. The most likely root cause of the reported premature power switching event can be attributed to communication errors between the controller and batteries and momentary disconnections which may be attributed to contamination of the controller power ports and/or due to temporary corrosion of the controller-port/power-source pins. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00389403 investigated momentary disconnections. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transp lantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant of medical products: 1103 vad implanted on: (B)(6) 2019, d274drg ICD implanted on: (B)(6) 2010. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a double disconnect and loss of power due to power switching. The controller was exchanged. No patient complications have been reported as a result of this event.